Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Review of the device image indicates auto-capture was enabled consistent with noted electronics performance indicator notification. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluations including battery assessment at various pulse amplitudes found normal current level and no indication of premature depletion detected. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable.